Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges patient suffers from damage to his hip joint and his body.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update (B)(6) 2016 - pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported hip/groin/thigh/leg pain, weight bearing issues, limited and difficulty standing and walking for long periods of time, clicking/snapping noises, burning sensation at incision site with pressure, elevated metal ions, heart arrythmia, heart skips beats, chest discomfort, pounding in chest, shortness of breath, very limited activities of daily living, worry, stress, and mental anguish. An MRI reportedly showed a fluid collection in hip and revision surgical report noted adhesions anteriorly and posteriorly and wear debris around the trunnion and in the tissues. Lab results for metal ions were less than 7 parts per billion. Part/lot updated. The complaint was updated on: (B)(6) 2016.

Manufacturer narrative:
No device associated with this report was received for examination. A complaint database search did find additional related reports against the metal liner product code and lot number combination. However; a review of the device history record(s) associated with this complaint was not required per wi-3430. A worldwide complaint database search found no additional related reports against the femoral head product code/lot code combination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This is a duplicate report of 1818910-2015-28993. This report, 1818910-2015-28996, will be rejected. MDR 1818910-2015-28993 will be kept for investigation purposes.